Event description:
Battery belt fell off shelve and caught fire. No damage or injury, just wanted to let airsep know.

Manufacturer narrative:
The battery fell off a shelve resulting in a severe impact to a cell causing a thermal event.